Manufacturer narrative:
Lens was implanted after the lens expiration date. Reporter indicated that the cause of the event was a patient related factor. Claim #: (B)(4).

Manufacturer narrative:
This product is not marketed in the us lens was returned dry, in a micro-centrifuge vial. Visual inspection found that the haptic was torn and residue and debris on lens. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -11.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to observation of low vault. A replacement lens of longer length was later implanted on the same day in a second surgery. It was reported that the replacement lens resolved the problem.